Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is being considered for a revision of a hip arthroplasty due to unknown reasons.

Manufacturer narrative:
Device was not returned and no photos were received; therefore, condition of the device is unknown. The lot number of the products is unknown; therefore, the device history records and complaint history could not be reviewed. Compatibility could not be confirmed as part number is unknown. Radiograph returned was used to be able to identify the product. Based on follow-up information obtained, there has been no revision surgery. The reported device is used for treatment. A definitive root cause could not be determined with the information provided.